Event description:
A surgical coordinator reports that, following bilateral intraocular lens (iol) implant surgery, a patient is experiencing blurred vision at distance and near, severe glare and halos, and pain. Additional information has been requested. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/29/2008 and 10/08/2008 by phone, fax, and mail. A completed questionnaire has not been received.